Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Doctor revised the tibia. He said due to it subsiding. The poly was removed with an osteotome. Doctor inspected the poly and commented "looks like it was put in yesterday". The baseplate was then removed with screws and osteotomes. The extramedullary tibia guide was then used to prep the tibia. A size 5 universal baseplate with a 12mm x 50mm stem was implanted. Trialing then took place and a 5 19mm thick ps poly was implanted.